Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath had damage seen immediately after opening it from the sterile packaging. The medical team noted that the tip of the sheath appeared to be crushed. The device was scrunched at the tip. No internal parts or wiring was exposed. The sheath was exchanged and the case continued. No patient consequences were reported.

Manufacturer narrative:
According to the information received, it was reported during the procedure, the sheath had damage seen immediately after opening it from the sterile packaging. In addition, the tip of the sheath appeared to be crushed using a carto vizigo sheath. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a bumped condition in the tip area, as well as reddish residues attached to the sheath. No wires exposed or other damage were found during the product investigation. A device history record was performed for the finished device batch number, and no non-conformances were identified. The broken tip issue reported by the customer could be related to the condition observed in the sheath; therefore, the customer complaint was confirmed. The potential cause of the bumped condition could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date was added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).